Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 2 device was leaking from the filling port after filling. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
The customer reported to corporate product surveillance that an interlink injection site that leaks blood from the injection site when accessed with a needle. The reporter asked if the product design has changed or if the nursing staff might need education regarding product usage. No injury is reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of backflow from the filling port. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.